Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that foreign matter was observed in the device. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that there was a water droplet inside the tubing of the device. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by manufacturer: the device was returned for analysis. The device was inspected and excess of silicone in the barrel of the device was observed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design: product enhancement as the device met the designed specification however a modification would improve performance, function or appearance of the product. (B)(4).

Event description:
It was reported that foreign matter was observed in the device. An encore balloon catheter inflation device was selected for use. During unpacking, it was noted that there was a water droplet inside the tubing of the device. The procedure was completed with another of the same device. No patient complications were reported.